Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a pulmonary vein isolation ablation procedure, one day later the patient experienced pericarditis which was diagnosed via echocardiogram. The patient was discharged home on 0.6mg daily colchicine daily and 400mg of ibuprofen three times a day. The physician believes the pericarditis possibly was caused by an under reported rf output and a request of an assessment of the generator was made. There were no performance issues noted during the procedure.